Manufacturer narrative:
(B)(6). Date of report: 09aug2019. The product support engineer (pse) discussed the auto zero process with the customer. No additional information has been provided regarding resolution. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated an error relevant to proximal autozero failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.